Manufacturer narrative:
One unit was received for evaluation in used condition. Unknown solution residuals were observed and no damage or other anomalies were noted. Functional testing was performed and a leak was observed at the tube luer junction. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The reported issue was confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was stated that the leakage occurs from the connection between the tube and the connector. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.